Manufacturer narrative:
The account replaced all brake casters to resolve the issue.

Event description:
The account alleged the brake casters are not locking when the brake is engaged. No patient impact.